Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received deployed. The download data shows that the device ran 1840 pulses before being deactivated. The needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The cannula was observed to be cut and measured out of specification. The timing and cause of this damage could not be determined.